Event description:
It was reported that the user announced a routine breakfast and subsequently experienced low blood glucose while using the ilet with a dexcom cgm, with concern for maladaptation of the ilet due to cgm issues. Symptoms included sweating, shakiness, and lightheadedness consistent with hypoglycemia, with a lowest reported blood glucose of 50 mg/dl. Outcomes included self-treatment with oral glucose candy to restore glucose into range, without hospitalization. Investigation included review of available device and cgm reports and case documentation. Investigation of this case revealed no confirmed device malfunction and supported a cause of hypoglycemia with unclear origin, with potential contribution from sensor performance affecting automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.